Manufacturer narrative:
The customer issue has been alleged on the cobas liat system, product code: occ, UDI 07613336100097. The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). From the data review, a baseline shift occurred, possibly from a tube leak, resulting in false positive flu b results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
A customer in the us alleged the generation of false positive flu b results for 2 patient samples tested on the cobas liat system. No harm or injury was indicated for these patients. During the course of the evaluation, two additional samples were found, within the provided data, to have generated potential false positive flu b results. Currently, no patient details were provided. Four mdrs will be filed, one for each patient sample.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged the generation of false positive flu b results for 2 patient samples tested on the cobas liat system. No harm or injury was indicated for these patients. During the course of the evaluation, two additional samples were found, within the provided data, to have generated potential false positive flu b results. The customer stated all flu b results were repeated on either a different cobas liat or different platform. All targets came back negative. The results were reported as negative. No harm to patients and no treatment was given. Four mdrs will be filed, one for each patient sample.